Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with sensor readings into the 50s and 40s over multiple consecutive days despite consistent routines and proper meal announcements, and the user perceived the correction algorithm as aggressive. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and no medical intervention or assistance. Investigation included review of reported data, troubleshooting, and user education with referral for additional training. Investigation of this case revealed a cause that remained unclear, with no device malfunction confirmed and no component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.